Manufacturer narrative:
Hw22791 was not returned for evaluation as it remains implanted. Con188370 was returned for evaluation. Review of the manufacturing documentation of hw22791 confirmed that the associated pump met all requirements for release. Review of the log files confirmed the reported loss of power of the controller for a maximum pump off time of approximately 12 minutes. Various analyses were conducted and reviewed in order to evaluate the performance of con188370 in relation to the reported event. Analysis of the controller revealed that the device met specifications; the device passed visual inspection and functional testing. During bench testing, the no power alarm lasted for 25 minutes and was within the loudness specification of 79-100 db. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Therefore the exact root cause of the reported issue could not be determined. This is one of two reports (3007042319-2015-02797 and 02798) submitted for devices related to the same event . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02797 and 02798) submitted for devices related to the same event.

Event description:
It was reported that this patient experienced a twelve minute pump stop on (B)(6) 2015. The patient followed the patient manual when changing his batteries. He did not disconnect both power sources during the exchange but the controller lost power. There was no audible alarm during the power loss. The controller was exchanged by a medical doctor on (B)(6) 2015 with no reported effect on the patient. Investigation is ongoing.